Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information provided, the root cause of the requested event could not be determined.

Event description:
Medwatch report mw5080759 was received by b+l. It was reported that post lens implant, patient's vision was diminished to a point that is described as "partial blindness". As a result patient has had to visit three additional specialists. According to the patient, one surgeon indicated the implanted lens may have slipped out of place. The patient reportedly continues to suffer from eye pain. Additional information has been requested but has not been received.